Event description:
On 12/29/94 at 1935 hours, security responded to a burning smell coming from a bed on the 6th floor. The bed was being stored in the hallway in front of the service elevators awaiting to be returned to MFR. The bed was expelling fumes and, for the safety of the pts and staff, the bed was transported from the 6th floor and placed in the back of the hosp on the loading dock. Fire department was called and inspected the bed. Fire department found the 12 volt rechargeable batteries leaked, causing a toxic fumes. Upon MFR investigation, the release of the battery fumes could have been caused by the overcharging of the bed's batteries. Three security officers reported headaches, chest pain and difficulty breathing. The officers were seen by a physician and sent home. Rptr feels that this could happen with a pt in the bed at other facilities which could cause an adverse event.